Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had to press rewind button twice for complete rewind. Customer also reported that batteries lasts less than 7 days, rejected new batteries, hearing unusual noises when rewinding and shoots or squirts insulin out of the infusion set when you priming. No harm requiring medical intervention was reported. The device will not be returned for analysis.